Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. PMA/510(k) number. Manufacture date ¿ unknown. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 5 of 5 mdrs filed for the same event (reference 1825034-2014-02639 / 02643).

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2008. Patient's legal counsel reports patient allegations of pain, bone/tissue damage, elevated metal ion levels and metallosis. Subsequently, patient underwent revision procedures on (B)(6) 2009. Review of invoice history could not confirm the revision procedures. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.